Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Device UDI# is: (B)(4).

Event description:
It was reported to philips that upon reviewing an event from a device, the event only documented 2 of the 6 shocks that were delivered. There was no report of patient harm.

Manufacturer narrative:
(B)(4).